Event description:
During a laparoscopic cholecystectomy, using the ligaclip and it misfired. (Slanted) the first 5 clips were misfires - after that it appeared to work ok.what was the original intended procedure?lap chole.device #1is this a laboratory device or laboratory test?no.